Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the shell with lock ring and insert. Lock ring was returned seated in the shell groove with the correct chamfer orientation. Lock ring was tight and would not freely move within the groove due to deformation damage. Shell outer spherical surface is scratched. Lock ring was removed during evaluation and found the lock ring to be bent, deformed, and gouged on the underside. Insert is indented and gouged from attempted use around the circumference. Ceramic head was returned seated in the insert and was not evaluated as it remains associated product. No other damage was noted. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). D10: 12/14 ceramic fem head -3.5x28. Item: 00-8775-028-01. Lot: 3232629. G2: foreign ¿ japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the ringloc bipolar cup could not be inserted into the delta ceramic head. A second cup was opened and inserted successfully to complete the procedure. Due diligence is complete as multiple attempts were made; however, no further information is available.